Event description:
It was reported by a resident that a (evd) external ventricular drainage drill was falling short of perforating the skull in a safe manner. It has been the resident's collective experience in the last 6-12 months that our current evd drills are falling short of perforating the skull in a safe manner. Several problems have arisen the evd drill catches on the skull edges easily and seizes. The drill bit does not stay sharp through the entire drilling, making penetrating the inner table of bone difficult and most importantly with the increase difficulty of getting through the inner table of bone has led to the almost inevitable drill plunge that rips both the dura and penetrates the brain parenchyma accidentally. This has gone so far as to have incidents of residents being unable to physically twist the drill hard enough to penetrate the bone, requiring additional residents to come in and assist.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.